Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00617, 1828100-2014-00618, 1828100-2014-00619. The customer experienced a different issue on initial start-up of four separate systems all on the same day, and around the same time. Per the subsidiary site, the customer turned on the system with battery mode. Therefore, it was not likely electrical noise from wall outlet caused this complaint. Service engineers confirmed the parameter of available battery capacity was zero and the all parameter of battery capacity register were zero. The batteries were replaced two months ago. After rebooting the system, "system power:1 fail" message was gone and all parameters regarding power supply became normal status. They tried rebooting several times, but this phenomenon never deprecated. Service engineers expect this issue maybe communication error between network interface card (nic) board and power manager board. They replaced the power manager board as precautionary measures. Software data logs were rec'd by the manufacturer on (B)(4) 2014 for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the customer booted up the system-1, "system power: 1 fail" error was displayed on the home screen of central control monitor (ccm). As a result, an alternate system was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.